Event description:
The dealer states the weld on the upper arm tube broke. The dealer states the consumer uses the arms to transfer in and out of the chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.